Manufacturer narrative:
D2: additional medical device types: nqx, njr, ozn. G4: there were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a clostridium difficile (c. Diff) false positive patient result was obtained. C. Diff was observed under the microscope. There was no report of patient impact.